Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed the required tests and exhibited normal device characteristics. Sc-8120-70 (sn (B)(4)) visual inspection of the lead found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4) description: artisan surgical lead, 70cm

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.